Event description:
It was reported that during a laparoscopic cholecystectomy the device scissored across the vessel and new product was pulled until they found a device that wasn't scissoring. Doctor informed pt he pulled about three, but only kept one which was given to pt. It did delay the procedure. There was no pt consequence. One device returning.